Event description:
Customer reports that she rec'd a result of 330mg/dl and took 4 units of regular insulin. She states that approximately an hour later she tested 24mg/dl and ate. She states that a few minutes later she tested 300mg/dl on the device and a few minutes later 67mg/dl on the device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.